Manufacturer narrative:
Exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having to charge the ipg more frequently and for a longer period of time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.